Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending did identify trends for list number 07p70, however, an increase in complaint activity for lot 59141ud00 was not identified. Additionally, in-house performance testing was completed for lot 59141ud00 which indicates the product is performing as expected. A review of the device history records did not identify any non-conformances, potential non-conformances, or deviations associated with the list number and complaint issue. Labeling was reviewed and adequately addresses the current issue. Based on the investigation, no systemic issue or product deficiency was identified for alinity I free t4 reagent lot 59141ud00.

Event description:
The customer reported falsely elevated alinity I free t4 results across multiple alinty I processing modules within their healthcare system. The following data was provided (customer¿s reference range: 7.9-14.4 pmol/l): week of (B)(6) 2024: sid (B)(6): initial result = 26 pmol/l (qeqm /serial number (B)(6)); repeat result = 13 pmol/l (whh /serial number (B)(6)) reagent lot 59141ud00 was in use at the time of testing. There was no impact to patient management reported. All available patient information was included. Additional patient details are not available.